Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set were leaking. The following information was provided by the initial reporter: "spoke with the customer. They explained that when using this lot, there were a few instances where a drop of blood was left in the stopper of the tube, but in this instance, there was about 1-2 ml of blood left in the holder after drawing the 3 or 4 the tube. There was no blood exposure to the phlebotomist or the donor. They have opened a new lot #, and will send back some samples."

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set were leaking. The following information was provided by the initial reporter: "spoke with the customer. They explained that when using this lot, there were a few instances where a drop of blood was left in the stopper of the tube, but in this instance, there was about 1-2 ml of blood left in the holder after drawing the 3 or 4 the tube. There was no blood exposure to the phlebotomist or the donor. They have opened a new lot #, and will send back some samples."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to sleeve leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.